Event description:
Patient was scheduled for revision to address tibial loosening. Poly wear was also reported. Surgeon suspected infection and decided to implant antibiotic spacers and reimplant at a later date.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records and search the complaint database by manufacturing lot was not provided. The investigation could not draw any conclusions about the reported event based on insufficient information and unavailability of the devices to examine. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.